Manufacturer narrative:
(B)(4).the sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to the lack of a sample; however, based on the information gathered during baxter's investigation, the cause of the system error 2240 was due to air being sucked into the disposable after patient disconnected the patient line from the transfer set. The lot information was unknown; therefore a batch review was not performed. Review of the labeling reveals the homechoice apd systems at-home guide contains sufficient labeling for the user error in this complaint. Similar reports have been received by baxter. The root cause investigation is in progress through (B)(4).

Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during drain 1 of 5. The patient stated they disconnected during the dwell cycle and the hc began to alarm in the drain. Gts explained that a large amount of air had entered into the disposable set. Gts then had the patient cycle power twice to the press go to start prompt to clear the error. The patient elected to notify their dialysis nurse and complete therapy with manual supplies. No injury or medical intervention was reported.